Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 14 pro max / 2.9.1 / ios_18.6.2.

Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. Troubleshooting with tandem technical support indicated that pump functioned as intended and the cause of the high bg was unknown. Reportedly, customer continued using pump for insulin therapy.